Event description:
The customer reported that during transport, while the unit was in use on a pt, the unit shutdown. The customer recycled the power and operation resumed. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the following parts were replaced: 0670-00-1152e, 0012-00-1056, 0012-00-0746, 0012-00-1060, 0012-00-0834, 0012-00-0875-02. The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.